Manufacturer narrative:
MDR 1020379-2017-00083 is associated with argus case (B)(4), polident.

Event description:
I just want to let you know that a person accidentally drank the polident cleanser [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident at an unknown dose and frequency. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional information, adverse event information was received on (B)(6) 2017. Consumer reported, "I just want to let you know that a person accidentally drank the polident cleanser". Action taken for polident was not applicable.